Manufacturer narrative:
A review of returned device found it leaked through a crack in the luer hub, confirming the complaint. The molding parameters of the l-cath hubs were updated to meet manufacturer's suggested settings ((B)(4) updated via (B)(4) on 12/11/2019). (B)(4) was initiated to contain product with hubs/luers molded before the molding parameters were updated. CAPA, (B)(4), has been initiated to identify the root cause and implement the appropriate corrective action.

Event description:
Line had been indwelling x 2 days and was found to be backing up with blood on further inspection there was a cracked hub. Line inserted (B)(6) ¿ removed (B)(6) - in addition, at the time of removal, the line snapped but was able to be removed - lot # 11290032.